Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced with another manufacturer's device after less than nine months with no reported product performance issues. No additional adverse patient effects were reported. This ICD is not expected for device return.